Event description:
Device did not function properly ¿ it did not cavlerize. A new device had to be opened to complete the procedure. Failed product had patient contact but no patient harm. The failed product is available to return to the manufacturer. Manufacturer response for ligasure lf5637, (brand not provided) (per site reporter). Return kit will be sent.